Event description:
During the saphenous vein harvesting procedure, the scissors of the harvesting cannula were not working. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis confirmed that the toggle was loose and did not actuate scissors assembly. This is a reportable malfunction.